Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on and off since (B)(6) 2018. The cause of death was lung cancer. The caller stated that the customer had complications of lung cancer that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of one hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, as the hospital took over diabetes management after the high and unstable blood glucose levels. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.